Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. The patient¿s pump was refilled by the physician due to it being empty. The representative did not know if the alarm was because of that and did not know if 0.1 cc was the expected amount. The physician asked if the catheter had to be primed if the pump was empty. The representative assumed they miscalculated the refill time and the patient¿s pump went dry. The representative did not know the weight of the patient. That was all the information the representative had regarding the issue. There were no further complications reported or anticipated.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for non-malignant pain. It was reported that an alarm was heard and confirmed by telemetry. The representative was told that the pump started alarming on (B)(6) 2017 and when they went to refill they withdrew 0.1 cc. The representative believed the alarm was for empty reservoir, but did not get confirmation of that. It was stated that the patient was experiencing some withdrawal issues. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.